Event description:
It was reported that the patient presented in clinic after a shock. Interrogation revealed that the patient's right ventricular lead exhibited undersensing and failure to capture. Fluoroscopy revealed that the lead had dislodged, leading to inappropriate shock and atrial fibrillation. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
Correction: h6 should reflect non-return codes.

Manufacturer narrative:
Correction: b5 and h6 should include oversensing.

Event description:
It was reported that the patient presented in clinic after a shock. Interrogation revealed that the patient's right ventricular lead exhibited undersensing, oversensing, and failure to capture. Fluoroscopy revealed that the lead had dislodged, leading to inappropriate shock and atrial fibrillation. The lead was removed and replaced. The patient was stable.